Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "revision surgery today on a left tha. The patient had a [competitor] femoral stem and head with a stryker adm/ mdm poly insert. The [competitor] head disassociated from adm/ mdm poly insert. The head, insert and liner were removed and a constrained liner was implanted with a new [competitor] head." Spoke to rep: no further information will be released by the hospital or surgeon.